Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor scan and based on reading, the customer self-treated with rapid insulin (dose unknown). Consequently, the customer experienced a loss of consciousness and a healthcare professional was called to customer's home. The healthcare professional obtained a blood glucose result of 20 mg/dl and the customer was administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.